Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism on in the proximal conductor. The outer insulation was breached cut. Apparent explant damage was noted. No anomalies were found.

Event description:
It was reported that the entire system was removed due to an allergic reaction. The lead was removed from the patient. Disposition of the lead was unclear at the time. The device has since been returned. Note received with device stated that the lead was removed due to patient allergy to a competitor device. No issues noted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the entire system was removed due to an allergic reaction. The lead was removed from the patient. Disposition of the lead unclear at this time. No further patient complications have been reported as a result of this event.